Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1131404) indicated that the mynx lot met all established performance criteria prior to shipment.

Event description:
The aci distributor reported a vigilance report ((B)(4)) in which the following was reported: "an infection arose in the right femoral puncture site, in a patient in whom the mynx cadence vascular closure device 6/7f was used." Post translation of the vigilance user facility report the following was revealed: on (B)(6) 2012, the patient had an aortic angiography and diagnostic coronary angiography procedure with right femoral puncture. On (B)(6) 2012, the patient underwent an endoluminal angioplasty lad ii with placement of a bare stent, with a right femoral puncture. The patient was readmitted on (B)(6) 2012, for pain with bulging at the level of the femoral puncture and discharge at that level of a flow of purulent droplets, which were collected. The workup on admission did not show hyperleukocytosis. Underlying bilateral superficial femoral occlusion, previously known, was seen without ischemic syndrome. The doppler echocardiography that was done showed good arteriovenous permeability with no anomaly and no collected hematoma, or false aneurysm and no subcutaneous collection. Note that the patient received a mynx type percutaneous closure system. Procedure was successful. The patient is taking double platelet anti-aggregation medication. The workup at the time of admission showed hyperleukocytosis at 8,800 white with crp (c-reactive protein) at 1 mg/liter. The decision was made to do debridement of a subcutaneous collection for this patient. The procedure was performed on (B)(6) 2012, under general anesthesia for a simple debridement. The patient was hospitalized (B)(6) 2012, for an infected puncture point on the right femoral triangle. This patient was hospitalized for an invasive vascular workup of the heart and lower limbs. A likely context of alcoholism is developing in this patient with chronic, severe smoking. The samples that were taken on (B)(6), 2012 came back sterile. The patient was seen at the doctor's office for follow-up on (B)(6), 2012. The patient nonetheless benefitted from antibiotic treatment for 5 days along with local treatment. At the follow-up visit, the local condition was entirely satisfactory with a wound that was practically healed and an absence of inflammation and residual pain. For the moment, the doctor recommended merely that the patient continue washing the wound with soap and water in the shower and that she apply a simple protective bandage. The wound was described as 3 mm in diameter. The patient continued the associated platelet anti-aggregation treatment, and the patient is scheduled to be seen by the doctor for follow-up in about two months, before deciding on a procedure for re-vascularizing the lower limbs, where arteritis is also developing, primarily on the left.

Manufacturer narrative:
Patient's age is being corrected